Event description:
Customer reported "sometime on the 24th we believe that a family member changed the settings on the ventilator. The patient subsequently died."

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 4 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. The allegation in this complaint was confirmed to be a complaint since there was a patient's involvement. There is not enough information to evaluate what exactly happened and what the patient's condition was. Nevertheless, due to alleged, patient death, this event is deemed reportable. It was reported that a family member changed the settings on the ventilator and that the patient died subsequently. This could however not be confirmed. No root cause could be established of the patient's death and the causality with the hamilton-g5 ventilator. No correction was required. On the 25th of december 2019 the ventilator was turned on and preoperational checks were successfully performed. No technical faults were found in the log files. Also the customer stated that there was no concern regarding the performance of the ventilator.